Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2

Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced infusion sets ripped out events on (B)(6) 2026. No further information is available